Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 1.7. Date: (B)(6) 2011, lab: 5.0. Date: (B)(6) 2011, inratio: 1.9, doctor's meter: 2.2. Patient did not take coumadin on (B)(6) 2011 and (B)(6) 2011 because patient was feeling very ill; weak with abdominal pain, which is why patient was taken to the ER. Patient's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Pending investigation.